Event description:
Zilver biliary stent was deployed in the brachial vein, 2004. A noted fracture in the stent was viewed and repaired eight months later. Another manufacturer's stent was deployed within the zilver device to further support the vein.